Manufacturer narrative:
The display was blank due to a broken solder joint on the interface board.

Event description:
It was reported that the insulin pump would not start after the battery was changed. Nothing further was reported.